Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / the right essure device was found to project over the right side of the uterine fundus and appeared adjecent to her uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), migraine ("migrain headaches"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, migraine, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: as per pif-migration noted in records: yes, perforation noted in record: no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right essure device was found to project over the right side of the uterine fundus and appeared adjacent to her uterus, her right tube was patent. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient's demographic details, product indication, date of insertion added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / the right essure device was found to project over the right side of the uterine fundus and appeared adjecent to her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), migraine ("migrain headaches"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, migraine, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: as per pif-migration noted in records: yes, perforation noted in record: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right essure device was found to project over the right side of the uterine fundus and appeared adjacent to her uterus, her right tube was patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/the right essure device was found to project over the right side of the uterine fundus and appeared adjecent to her uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), migraine ("migrain headaches"), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, migraine, pelvic pain, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered autoimmune disorder, device dislocation, genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: as per pif-migration noted in records: yes, perforation noted in record: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right essure device was found to project over the right side of the uterine fundus and appeared adjacent to her uterus, her right tube was patent. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.